Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, force bipolar (fb) cable was broken or loose. The customer used a backup fb instrument to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was broken. No fragment fell inside of the patient¿s anatomy. An x-ray test was performed post-operative. However, this is a routine test performed in the procedure, it was not performed to check for fragments.

Event description:
Refer to h10/h11 for follow-up information.